Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) [erbe] would not power up. Prior to calling in, customer tried several outlets, and verified power cable worked on other equipment. Customer had already began to move in another vision side cart (vsc) from another system to continue. Technical support engineer (tse) verified matching software on all systems at site. Customer disconnected to continue with setup. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The nature of the reported event renders artemis confirmability inviable. However, c-06/m-18/m-11 error pattern logged on 11/4 and 12/22/2025, 1-8a logged on 11/12 and 12/10/2025, 4-8a logged on 11/12/2025, and 3-8a logged on 12/10/2025 are of concern. Also, attempted system test, unit would not power on. Then, inspection of fuses prior to system test discovered slight cosmetic damage to fuse holder. Given woon condition, known-operational fuse holder with correct configuration installed in erbe; woon condition remained. As-found original fuse holder swapped back into unit. Erbe logs inaccessible due to woon condition. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.